Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) was not working and the light was not working. Power setting is unknown. No procedural delay. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Trackwise # (B)(4). H3 other text : device not returned.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(6) (out of warranty) was not working and the light was not working. It failed to deliver energy and do not know if light came on or off. Power setting is unknown. No procedural delay. No patient involvement.